Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two model 3286 leads from the same lot as part of her scs system. It was reported the patient met with an sjm representative for system programming, at which time it was determined effective stimulation could not be established. X-rays taken indicated the patient's scs leads had moved anterior. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient met with her physician on (B)(6) 2015 to review her CT scan. The patient's physician advised the CT scan showed significant scar tissue near the site where the lead would be repositioned. As a result, the physician plans to consult with colleagues and further advise the patient as to the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's entire scs system was removed in order for the patient to move forward with a contra-indicated procedure.